Manufacturer narrative:
Multiple follow-ups were conducted to obtain event information and device; however, only patient's information has been provided. Additional follow-up will be made to obtain the event information and device. Once new information is obtained and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction using astron clearsplint mouthguard.

Manufacturer narrative:
The astron clearsplint was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth with no adjustments observed; furthermore, there were no major cracks found. The device's layers were intact and did not separate. The device was observed to be very clean, clear without any color additives and no discoloration. The case was returned in a good condition with the label. The device was returned without defect and the material has no abnormalities. This complaint will be kept on record for track and trending purposes.